Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it is reported that on (B)(6) 2018 the patient came to the emergency room with partial graft thrombosis related to a (B)(4) (complaint device). The (B)(4) had been implanted on (B)(6) 2017 for blunt thoracic aortic injury (btai). Clinicians decided to perform an additional procedure to place/reline with an additional taa graft. Pre-implantation, five-day post implantation, and 22 month post implantation ctas have been provided for the investigation and reviewed by an expert imaging reviewer. As per imaging review the aortic diameter was 20mm at the left subclavian artery (lsa) origin, 18mm through zone ill, and 17mm through zone IV. The post implantation cta demonstrated (B)(4) was implanted from the lsa into zone IV. The graft length measured 96mm. The graft expanded to 23mm at the lsa origin, 23mm through zones ill, and 20mm zone IV. Just distal to the graft, thoracic aortic diameter was 17.8mm. The complaint of thrombus formation within the graft is confirmed by review of the provided imaging: "the 22 month follow up cta demonstrated sheets of thrombus beginning in the proximal sealing stent along the outer aortic curvature extending through the entire graft and terminating at the graft's trailing edge.". It was noted in the imaging review that: "although proximal graft oversizing was only 10%, the distal graft was oversized 30% relative to the adjacent descending thoracic aorta." As per "implant procedure" in the IFU for this device, the proximal and distal ends of the device should be landed in an aortic neck segment with a diameter that matches the initial sizing of the device. Landing in a segment that is < 10% or > 25% the diameter to which the device was sized may potentially result in inadequate sizing and increased risk of thrombosis. As per the imaging review, the aortic diameter was 18mm through zone ill, and 17mm through zone IV. The 24 mm device would have been oversized beyond the IFU recommendation of 25% in these areas. However, as per imaging review the device expanded to a diameter of 23 mm and 20 mm in these zones respectively. It can not be determined if the distal oversizing of the device potentially may have contributed to the event. Thrombosis and graft occlusion are listed as potential adverse events in the IFU. It is however noted that treatment of traumatic aortic injury was not part of the device indication. The complaint of thrombosis within the stent graft is confirmed based on the reported information and review of the provided imaging. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to devices approved under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: graft zta-p-24-105 used during btai on (B)(6) 2017 now back today in ER with graft thrombosis. Clinicians called the cook representative on (B)(6) 2018 at 6:45 pm for get information about partial graft thrombosis for graft implanted for btai in (B)(6) 2017. The cook representative ask possibility to have a CT scan to evaluate and confirm this event. Clinicians decided to place another taa gore graft to avoid complete graft thrombosis considering critical patient condition. Patient outcome: the device did remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. "Patient will be treated for relining with a new graft". According to the initial reporter, the patient did experience adverse effects due to this occurrence. "Graft thrombosis "